Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the soft cannula found it to be stretched, measuring to be out of specification at 1.163 in. In length. Though the soft cannula was stretched, no issues were observed with fluid flowing through the fluid path. It could not be determined when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The pod was returned without the adhesive pad attached to the bottom housing. Inspection of the bottom housing and the adhesive pad heat welds found no damages or manufacturing deficiencies that would result in an adhesive failure. The exact cause of the reported failure to adhere could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. The pod was not sticking well from the infusion site (arm), when removed the cannula was found to be bent. As treatment, a new pod was applied.